Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in the intensive care unit (ICU) the patient was receiving an infusion of norepinephrine to maintain the patient¿s mean arterial pressure (map). Drops were observed when the infusion started. The norepinephrine required titration up ¿increasingly more.¿ after an unknown amount of time, the norepinephrine ¿maxed¿ and an ¿additional pressor needed to be started to maintain map.¿ at approximately 05:00 the norepinephrine bag ¿appeared too full for rate running and noted drips in chamber appeared very slow.¿ the norepinephrine bag was moved to the highest hook-on pole and the drip rate increased. The patient¿s ¿pressure greatly increased and immediately needed to titrate down drug.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.